Manufacturer narrative:
Correction: device code a0706 does not apply/was removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s therapy was off and they had a loss of stimulation. Patient states they cannot use the communicator to connect. Reviewed communicator use, and patient encountered a por (power on reset) message on the handset. Reviewed that por occurs when ins is discharged and will need to be charged. Reviewed how to start a charge session and the ins was charging at 10%. Reviewed that patient will need to continue charging until therapy can be turned back on again. Patient indicated they normally get reminders to charge on sundays but forgot last sunday. Patient states this is not the first time this happened. When patient met with managing physician the tuesday before last (B)(6) the physician told the patient the ins was depleted, and patient had just charged it to 100% two days earlier. Reviewed that depending on programming the ins may need to be charged more frequently than once per week. Recommend patient charge to 100% today and then check the battery level again in 2 days. Reviewed difference between handset battery and ins battery. Recommend patient follow up with managing physician with any recharge frequency concerns. Patient has an appointment on (B)(6) with mdt rep and will discuss recharging expectations at that time.